Event description:
It was reported that during an implant attempt the patient was not cooperative and the right atrial (ra) lead and right ventricular (rv) leads fractured. The leads were replaced. No patient complications have been reported as a result of this event.